Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that during the implant procedure, the patient experienced loss of motor function on the right side after the lead was placed. As a result, the lead was removed the procedure was abandoned. Patient regained motor function once the lead was explanted. Reportedly, the patient experienced leg weakness, however the issue has resolved.